Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks were present along the length of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was kinked, and embolization coil had offset coil winds. If the device is forcefully advanced against resistance, damages such as these may occur. During functional testing, embolization coil was able to be advanced through its introducer sheath but unable to be advanced through a demonstration lantern due to the pusher assembly kinks. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the reported resistance was unable to be determined. Some of the kinks on the pusher assembly was incidental to the complaint and may have occurred during packaging for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern in the target vessel, the physician experienced resistance, and the ruby coil would not advance; therefore, it was removed. The procedure was completed using other penumbra coils and the same lantern. There was no report of an adverse effect to the patient.